Manufacturer narrative:
The customer returned test strips that were already dosed with blood and therefore unable to use for investigation. A specific root cause could not be identified. There was no information provided that would point to a cause for the results discrepancy. The customer returned used test strips.

Event description:
The customer's wife stated while using his coaguchek xs meter (serial number (B)(4)), he obtained an unknown error, a result of 6.0 inr at 4:32 pm, and a result of 8.0 inr at 4:35 pm. He used a different finger for each of the tests. The qc mark was seen for the 6.0 inr and 8.0 inr results and it was verified that all segments were present in the results field of the display. The customer did not know whether the 6.0 inr or the 8.0 inr was correct. The wife stated that the customer's normal therapeutic range is 2-2.5 inr, but she is not sure if this is correct. He is not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies or hematocrit issues. He recently has started new antibiotics for his colitis. He has had no changes in his diet. It was stated that he is feeling fine. There was no adverse event. His warfarin had been held for two days based on the (B)(6) 2016 meter result of 3.7 inr. There was no change in medication due to the results of 6.0 inr and 8.0 inr on (B)(6) 2016. These results had not yet been reported to the doctor. The suspect product was requested to be returned and the replacement product was sent. Relevant retention test strips (lot 124157-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734). Two human blood samples from marcumar donors and two internal reference meters were used. There were no error messages that occurred. The retention samples were acceptable.